Event description:
It was reported that the catheter split apart. A 135/10 renegade hi-flo catheter infusion was selected for use in a transarterial chemoembolization (tace) procedure. During the procedure, after beads were injected through the catheter, it was noted that the device split apart and was connected only by a protective cover. The device was removed by pulling everything out since the catheter was still inside the larger catheter. Nothing remained inside the patient's body. The vessel was rewired and the procedure was completed with another of the same device. No patient complications were reported.